Event description:
The pt reported that after swimming, the pump emitted a low battery warning and was found to be hot to the touch.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas for eval. Upon receipt at animas, the pump was found to be inoperable. Eval revealed that the pump exhibited a torn keypad, visible liquid beneath the display lens, and internal moisture damage to the printed circuit board; no further testing could be conducted. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.